Event description:
It was reported to philips that system would give a an error upon restarting the system. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the system onsite and reloaded the software from the ghost backup which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc not booting up because of the software issue. Review of the system log file confirmed the issue with host pc. The engineer reloaded the software from the ghost backup and returned the system to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.